Event description:
It was reported that post a percutaneous coronary intervention, the patient expired. The physician reported through a registry that he placed a promus element plus stent within a patient and the patient expired within a week or two after implantation. An autopsy was not performed and the cause of death is unknown.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).